Manufacturer narrative:
Follow up 17-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a hysterectomy to remove her essure coils. The event is listed in the reference safety information for essure. During essure therapy, pelvic, abdominal, and back pain may occur. In this particular case, increasingly severe pain / chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, dental problems, excessive migraine headaches, excessive hair loss, excessive rashes, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a hysterectomy to remove her essure coils. The event is listed in the reference safety information for essure. During essure therapy, pelvic, abdominal, and back pain may occur. In this particular case, increasingly severe pain / chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.